Manufacturer narrative:
Device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter read inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in the morning early (B)(6) 2011. The reporter stated the patient obtained blood glucose results of "142 mg/dl" with the subject meter and "800 mg/dl" on another meter, performed greater than 30 minutes of each other. The cca was advised the patient does not take medication to manage her diabetes and continued to follow her usual management routine. The reporter stated the patient felt "okay," however; the reporter felt the patient did not "look right." The reporter claimed the patient's face looked droopy and her eyes were low. On the morning of (B)(6) 2011, the patient was taken to the emergency room (ER) and obtained a blood glucose result of "800 mg/dl" from another device. The patient was administered intravenous (IV) fluids as treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k062195.